Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Initially, fse spliced the level sensor lead wire; however, he returned three days later to replace the wash unit due to fraying. Additionally the level sensor lead wire was found to be giving false empty errors in the reagent bottles. Fse replaced the wire. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 16apr2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 service manual revision 1, under chapter 8 - troubleshooting - error messages was reviewed. The 4039 wash probe home not found. The aia-360 service manual under chapter 8- troubleshooting indicates that the 4039 wash probe home not found error message is generated when the b/f probe motor home sensor fails to activate when in the home position.. The operator is instructed to inspect motor pn401 and sensor s401. The most probable cause of the reported event was due to a frayed wire on the wash unit and an open liquid level sensor wire.

Event description:
It was reported that the customer received "4039 wash probe home not found" errors with their aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), prolactin (prl), follicle- stimulating hormone (fsh), luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One level sense lead wire was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Visual inspection of the level sense lead wire confirmed the reported event. The level sense wire failed testing. The reported event was confirmed. The most probable cause of the reported event was due to a broken level sensor lead wire. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere 2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.